Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections e2, e3, g2 and h6. In follow up communication, it was reported by the user facility that they determined the issue was caused by multiple scopes, likely due to fluid invasion of the scopes, caused by user error during the leak testing performed in reprocessing the scopes. The suspect scopes will be returned to olympus for evaluation and repair. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the "b30" scope communication error occurred among 4 endoscopy rooms with multiple olympus, model series 190 scopes. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 4 due to multiple events reported.